Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that both instruments were bent during tightening of the stems on the tibial baseplate and the femoral sleeve. This has happened over multiple uses but was made difficult on this case. No surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.